Event description:
It was reported that the patient was charging more than expected in the past 2 months prior to the report. The patient had no changes to her settings. In addition, the patient had a loss of therapeutic effect (numbness) once her battery reached about 50%. The patient would have to turn stimulation off and recharger once the battery reached 50% as it would only give her ¿full stimulation¿ when the battery was full. The patient stated this started occurring ever since implant. The patient also was not sure if it was an ¿si joint thing¿ and was trying to rule things out. The patient was redirected to her physician fora device check. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product: ID 3998, lot# j0401918v , implanted: (B)(6) 2004, product type: lead. (B)(4).